Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The instrument was found to have thermal damage on the base of one of the grips on the bipolar yaw pulley. The yaw pulley exhibited localized melting. Electrical continuity was performed and passed. No conductor wire insulation damage was observed.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was found to have "dizzy mark" on white plastic at the tip. The procedure was completed with no reported injury.